Manufacturer narrative:
On 09/21/2016 return requested for suspect frazier suction probe. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the patient's eye pain is gone, however, double vision persists as of last week. No further details were provided by the site.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon deemed patient registration was accurate. As the site was using the frazier suction, the surgeon noted they began suctioning fat. The surgeon alleged the frazier suction was inaccurate approximately 2-3 millimeters. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. The patient complained of eye pain after the procedure.

Manufacturer narrative:
Additional information: a medtronic representative reported that the customer has not returned a suction for analysis. It is unclear which suction out of the several that they own had the issue. Many cases have been done at the facility since the occurrence without issue. The surgeon typically tests for accuracy throughout cases. I do not know the frequency of or if he did so during this procedure. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.